Event description:
It was reported that the case was cracked. There was no patient involvement and unknown clinical harm/adverse event reported.

Manufacturer narrative:
D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Device evaluation: one device was received. Per visual inspection, enclosure was damaged, light emitting diode (led) lights were broken, and the front cover was broken. The complaint was confirmed by visual inspection as the case back and front were damaged. It was unknown what caused the damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.d4 - UDI number.